Event description:
This is a report of a home patient (hp) who developed an abdominal abscess after catheter/ transfer set placement surgery but prior to the start of peritoneal dialysis (pd) therapy. The transfer set came apart, so the patient put it back together and taped it. The hp was treated in the hospital with ip antibiotics and draining of the abscess. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Age of patient was not provided. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector was received for evaluation by baxter product analysis laboratory. A visual inspection was performed with no issues noted. Leak testing, clear passage test, clamp function tests were performed with no issues noted. This complaint is not confirmed and the cause was not identified with the sample provided. A batch review for the manufacturing lot could not be performed because the lot number was not available. The cause is undetermined. Should additional information become available, a follow-up will be submitted.